Event description:
A surgeon reported a case of four radial tears noted after laser assisted cataract surgery. The treatment had been shifted anteriorly. The surgeon placed a three piece (iol) intraocular lens instead of the planned one piece iol with no vitreous loss and the tears were not extended. Additional information has been requested.

Manufacturer narrative:
There were no system setting, optical coherence tomography (oct) images, or video images provided for review to determine if there were any obstructions or treatment abnormalities that might have contributed to the event. The company service representative examined the system. The company service representative noted that the air conditioning to the building was broken and the temperature in the room was about 80 degrees fahrenheit; which is above the system requirements specified in the operator¿s manual of a temperature between 65°f and 75°f. The company service representative performed a system alignment to correct any shifting of the optics due to excessive heat and provided surgery support for the remaining cases of the day. No further issues were found related to the reported event. Based on qa assessment, the product met specifications at the time of release. With the information obtained the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).